Manufacturer narrative:
MFR date: monitor: (B) (4) - 12/2008. Battery pack: (B) (4) - 01/2008. Battery pack: (B) (4) - 01/2008. Device evaluations of monitor (B) (4), battery pack (B) (4), and battery pack (B) (4) have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Battery pack (B) (4) had a damaged end cap. The end cap and locking tab were broken which caused battery pack to not properly slide or "click" into a monitor. The root cause of the damage end cap cannot positively identified but appears to be the result of the battery pack being dropped. The end cap was repaired. The battery pack was retested and then restocked. Battery pack (B) (4) was fully functional. It was retested and restocked. The damaged connector on the monitor and the damaged end cap on the battery pack were replaced. No adverse events resulted from the damaged monitor or battery pack. The patient received a replacement monitor and battery packs.

Event description:
The patient service representative (psr) of a male, patient, contacted lifecor customer support to report that neither battery pack will fit into the monitor. Support sent the patient a replacement monitor and battery packs.